Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 failed to stay closed though it was closed. A field service engineer (fse) closed the drawer and observed that the sensor remained in an open state. The station was shut down for inspection, and the drawer sensor was found to be bent. The sensor was replaced, after which diagnostics testing confirmed that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed. The user stated that excessive force was required to push the drawer in, but it would push back out and was not latching properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.